Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable gantry to workstations was evaluated and reseated. The system was tested and found to be working as intended and returned to service.